Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.